Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, due to customer not charging their battery. Customer addressed bg level via manual dose injection. Systems check with tandem technical support confirmed the pump is functioning as intended. The customer continued to use the pump for insulin therapy.